Event description:
Trach cracked during insertion attempt at motor vehicle accident site. Device was not saved. Pt pronounced dead - not related to device failure. This event was not deemed manditory reportable. Repeat problem with device prior to use on a pt has prompted reporting at this time, and defective device has been retained.